Event description:
Customer reported that the insulin pump had cracks and pieces. Customer stated that the damage was near the reservoir and battery casing. Customer's blood glucose reading at the time of the call was 173 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.